Manufacturer narrative:
Concomitant medical products: post-procedure: clopidogrel and aspirin. The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15211676 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15211676. No nonconformance records were issued for this lot. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Four days after having a stent placed in the ostium of the left common carotid artery the patient suffered an intracerebral/subarachnoid hemorrhage. The hemorrhage was located in the left parietal region. The event had a sudden onset and had a full recovery with no deficit. The event was reported to be related to anti-coagulation and unrelated to the cordis product and the index procedure. Treatment was a reduction in anticoagulation medications. The patient's medical history includes hyperlipidemia, CABG, aortic valve replacement, history of smoking, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. (The name means within the cerebrum, or brain). The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). Since high blood pressure by itself often causes no symptoms, many people with intracranial hemorrhage are not aware that they have high blood pressure, or that it needs to be treated. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The information received from the (B)(4) study indicated that four days after the index procedure, the patient suffered a stroke due to an intracerebral/subarachnoid hemorrhage. There was no neurological deficit. The hemorrhage was located in the left parietal region. Prior to admission patient had difficulty walking but no numbness or tingling down one leg. The main complaint on day of admission was bloody nose. On morning after admission patient was moving all extremities and did not have any focal numbness. She had no focal weakness. The event was not related to the cordis product or the index procedure. The event had a sudden onset and had a full recovery with no deficit. The event was reported to be related to anti-coagulation and unrelated to the cordis product and the index procedure. For the index procedure, the patient was admitted asymptomatic with a 90% stenosis in the ostium of the left common carotid artery. A 6 x 40 precise pro rx was deployed at the target lesion. An angioguard rx was successfully deployed and retrieved. There was no malfunction or associated major adverse event. There was no vessel tortuosity and unknown if the lesion was calcified. The patient was discharged with no major adverse event and a nih stroke scale score of 0.